Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod69, subject was admitted to hospital for half a month (which began on pod55) of left low back pain and was diagnosed with local thickening of the bladder wall via CT scan, which was recommended to be combined with endoscopy. Patient also experienced, multiple calculi of bladder, left upper ureteral calculi, left ureter and left hydronephrosis, urinary tract infection, benign prostatic hyperplasia, and prostate calcification. On pod70, under general anesthesia, transurethral ureteral/pyelolithotomy, ureteral dilation of ureteral orifice, transurethral resection of bladder lesion transurethral lithotomy, transurethral ureteral stent implantation was performed. The operation was successful and patient received postoperative treatments of anti-infection, pain relief, fluid/electrolyte replacement. On pod72, events noted as resolved and patient was discharged from hospital. Events are deemed not device related. On pod178, patient experienced "elevated iop." On pod266, patient was admitted to the hospital due to decreased vision for 3 months and due to cataract aggravation, iop was 24 mmhg. On pod268, left eye cataract extraction with iol implantation were performed, and cataracts noted as resolved on pod271. On pod271, treatment of carteolol hydrochloride eye drops was provided for high iop; then on pod322, brinzolamide and brimonidine eye drops were provided for high iop. On pod344, event of elevated iop noted as resolved. Device remains implanted.

Manufacturer narrative:
Previous emdr submission noted the event deemed device related. Per medical review, the event of cataract aggravation is deemed not device related.

Event description:
Per medical review, the event of cataract aggravation is deemed not device related.